Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other device used: catalog #00999001846, zmr femoral body, lot #60013008. This report will be amended when our investigation is complete.

Event description:
It is reported a patient experienced a broken zmr stem. It is not known if the patient has been revised.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirmed the stem is fractured with the proximal end remains in the zmr femoral body. Bio debris is seen on the stem. Damage was too severe for dimensional analysis. Sem analysis indicated that stem fractured the inferior taper base nearly perpendicular with the stem¿s long axis. The neck¿s fracture surface suggests it is due to fatigue that may have originated on the lateral side. Radiograph review noted that there is average bone quality with good stem position. Quality of proximal support is unable to be determined. Surgical notes indicated patient underwent revision for failed right total hip arthroplasty revision of the zmr femoral stem. It was observed that distal femoral stem had fractured at the junction of the distal end of the proximal body and the distal stem. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.